Event description:
He complainant alleged that during a routine shift check by a clinician, the device did not power un in a/c or battery mode. The complainant indicated that there was no pt involvement in the reported malfunction.